Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a critical pump error alarm. The customer¿s blood glucose during the incident was unknown. No further details were given. The device will be replaced and returned for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 due to moisture damage to force sensor. The device was received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Analysis identified product meets specification? No. Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.